Event description:
Customer called to report that the cartridge chemistry sample probe of the unicel dxc 800 synchron system was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
Review of customer's proservice data indicated that the controls failed. Customer indicated that the fitting at the cartridge chemistry transducer was loose. Customer resolved the issue by tightening the fitting. The customer technical specialist (cts) verified proper instrument performance to ensure that the customer maintenance effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. Onsite service was neither requested nor required. (B)(4).